Manufacturer narrative:
(B)(4). Insulation damage was noted at 21.5-22.0cm from the connector pin, consistent with clavicle crush damage. The outer coil was fractured and the inner insulation was damaged at this location. (B)(4).

Event description:
It was reported that rv lead fracture was observed. Further follow up revealed, clavicular crush and lead dislodgement. It was also stated that the helix was never extended on the initial implant. The lead was explanted and replaced. The patient is doing fine.